Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Customer has already replaced the o2 solenoid valve, problem remained. A review test was set up. Tech support suggested to calibrate the test equipment o2 cell and swapping in a da pcb. Provided part numbers. Biomed tech performed the calibration and the unit was in service after. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
Customer reported a failed o2 flow accuracy. There was no patient involvement.